Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up after receiving inappropriate high voltage therapy. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks due to atrial under-sensing. Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.